Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a second cuff added to his implanted artificial urinary sphincter (aus) due to recurring incontinence. The additional cuff was a 4.0 cm cuff. The aus is noted as functioning and the patient is now doing okay. Should additional information be received a supplemental report will be filed.